Event description:
After placing the transition rod into the saddle of the occipital plate, the set screws were installed in order to stabilize the rod. The surgeon then noticed that the saddle showed some outward splay. The 56mm occipital plate was unfastened and removed from the patient without issue. Another plate was then implanted which also was reported to have visual signs of outward splay. The surgeon felt that the second plate was secure due to hearing the audible click during the final torquing process. The exchange of occipital plates extended the surgery approximately an hour and half.

Manufacturer narrative:
An evaluation of the returned occipital plate indicated the device was properly manufactured to design specifications. Visual, dimensional and functional inspection detected no anomalies. Adjustments made to the construct during implantation were performed out of the sequence indicated in the surgical technique resulting in outward splay of the saddle.

Manufacturer narrative:
An evaluation of the suspect device is currently being conducted. Upon completion, a follow-up submission will be provided. The solanas avalon posterior oct fixation system facilitates the surgical correction of spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. Device implants include a range of sizes of bone screws, hooks, rods, plates, and bridge assemblies to provide the versatility required for the specific conditions listed in the indications section. The components in the solanas system can be linked to the components in the zodiac polyaxial spinal fixation system offered by alphatec spine using the axial rod connectors, parallel rod connectors or transitional rods. The implants are manufactured from surgical grade commercially pure titanium (conforming to astm f67) or titanium alloy (conforming to astm f136) with an electrolytic conversion coating. When used in the occipito-cervico-thoracic spine, the solanas avalon posterior oct fixation system may be used from the occiput to t3. It is intended that the implants be removed after successful fusion.

Event description:
After placing the transition rod into the saddle of the occipital plate, the set screws were installed in ordered to stabilize the rod. The surgeon then noticed that the saddle showed some outward splay. The 56mm occipital plate was unfastened and removed from the patient without issue. Another plate was then implanted which also was reported to have visual signs of outward splay. The surgeon felt that the second plate was secure due to hearing the audible click during the final torquing process. The exchange of occipital plates extended the surgery approximately an hour and half.